Manufacturer narrative:
(B)(4) - the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo''s field service engineer (fse) visited the site on (B)(6) 2013 for a preventive maintenance and did not identify any issues associated with the event.note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.

Event description:
Flap striae noted on one day post op. Patient was treated with pred forte. Flap lift and reposition was performed same day. No loss of best corrected visual acuity.